Manufacturer narrative:
The customer stated that prior to the event, the lab had been having difficulty getting the ion selective electrodes (ises) calibrated and getting qc to recover within lab-established ranges. When the customer noticed the low patient results, they ran qc, which was low. Bci field service engineer (fse) inspected the instrument and discovered that the electrolyte injection cup (eic) assembly was loose, causing improper mixing and sample delivery. The fse secured the assembly and verified performance. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci), regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system for two patients. The samples were repeated on the other instrument in the lab and those results were reported. Patient results are provided. The low results were not reported out of the lab. Patient treatment was not affected.